Event description:
The pt experienced a return of symptoms and increased baseline pain. The actual residual volume was 35cc and the expected residual volume was 2.3cc. The pt stated that this volume discrepancy occurred four months after the last pump refill. The pt was being supplemented with oral pain medications. The event logs was reviewed. The hcp had planned to do a catheter dye study and a roller study. The medications being delivered via the device system were fentanyl, marcaine and clonidine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).